Event description:
A physician was using a hawkone device for the treatment of an unknown lesion. The IFU was followed, it was noted during the procedure the tip of the catheter was damaged during the procedure. A new medtronic device was used to complete the procedure no patient injury was reported. When the device was returned for evaluation, it was noted that the device was damaged.

Manufacturer narrative:
Product analysis the device was returned with the handle separated and a crack on the snap feature of the handle. The handle was re-assembled a visual inspection found that the proximal end of housing is stretched, the tecothane is lifting and the guidewire lumen is damaged, and the distal end of the housing pinched the cutter was stuck in biologics approximately 23mm inside the housing and could not be moved. If information is provided in the future, a supplemental report will be issued.